Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4). See also MFR. Report no. 3004209178-2015-05705 and 6000153-2016-00299.

Event description:
It was initially reported that the patient fell down the stairs one to two years prior to this report. The implantable neurostimulator (ins) moved up and back making it difficult to hold the antenna in place with her hand. Additional information received noted that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was also noted that she was still having concerns regarding her device or therapy but was working with the doctor or manufacturer representative. It was reported that everything was going fine. If follow-up is received a supplemental report will be sent. Additional information received from a health care professional reported there were no problems noted with the ins, but the patient had sharp pain in her neck and back, and stated "it feels like the leads are poking me." Reprogramming was done, and since then the patient was requesting removal.